Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified amount of unspecified bd¿ insulin syringes left deep lacerations/abscesses in the patient's arms after use. No further information was provided. The following information was provided by the initial reporter: "I've gotten a really bad bad stroke of luck with with some of them and it's been leaving big wounds big abscesses they get infected my arms are killing me you know and I need medicine crucial to my life"

Event description:
It was reported that an unspecified amount of unspecified bd¿ insulin syringes left deep lacerations/abscesses in the patient's arms after use. No further information was provided. The following information was provided by the initial reporter: "I've gotten a really bad stroke of luck with some of them and it's been leaving big wounds big abscesses they get infected my arms are killing me you know and I need medicine crucial to my life".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.